Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Review of the device labeling notes the following: warnings and precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Abdominal or back pain, either steady or cyclic.

Event description:
Reported as: a patient with the orbera intragastric balloon experienced abdominal pain and vomiting. Endoscopy confirmed hyperinflated balloon. Device was removed.

Manufacturer narrative:
Supplement #1: medwatch sent to FDA on 10/31/2018. Device summary evaluation: a visual examination was performed on the returned. The balloon shell was noted to be discolored, as it was blue in appearance. A large tear on the posterior portion of the shell was noted to be covering approximately 50% of the balloon shell. One opening was noted on the posterior portion of the balloon shell. A small portion of the shell appeared to be missing from the opening on the posterior portion of the shell. As the device was not received with the fill tube, a sample fill tube was used for device testing. A valve test was performed, and the flow of di water was continuous and unobstructed. An air leak test was not feasible, as the device had a large tear covering approximately 50% of the balloon shell. Under microscopic analysis, the apparent origination point of the large tear was noted to have striated edges, consistent with damage from a surgical tool. The opening on the posterior portion of the shell was noted to have striated edges, consistent with damage from a surgical tool. A small portion of the balloon shell appeared to be missing from the opening on the posterior portion of the balloon shell. White, yellow, blue, and black particulate matter was noted on the inner surface of the valve channel.